Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. They then replaced the gui central processing unit (cpu) printed circuit board (pcb) and backlight inverter printed circuit board (pcbs). The device passed self testing and was then returned to service. Covidien ref: (B)(4).

Event description:
A report was rec'd from the USA stating that an 840 ventilator experienced a malfunction. The customer reported that the ventilator had a distorted upper graphic user interface (gui) display. There was no patient involvement, the date of the event is unknown.